Manufacturer narrative:
A replacement rear-side frame was sent to gem wheelchair so that they could make the necessary repairs to the end user's wheelchair. A follow-up report will be filed if or when sunrise medical becomes aware of any new information. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
An adverse event involving a quickie 2 wheelchair was reported to sunrise medical by the end user on (B)(6) 2014. The end user reported via email to sunrise medical that he had fallen out of his wheelchair. The following day on (B)(6) 2014, the end user's dealer called with additional information in regards to the incident stating that the end user had sustained injury due to the fall. The dealer reported that the rear side frame cracked and the end user fell rearward out of the wheelchair and hit the back of his head on the carpet flooring inside of his home. The end user didn't seek immediate medical attention, but the dealer noted that the end user planned to schedule an appointment with his doctor.